Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that it comes in used condition. Biological matter can be observed on the anchor. The main suture was not returned. The anchor is in good condition and is detached from the inserter tip. Since the device is in used condition, the reported condition damaged upon receipt is not confirmed. The overall complaint was not confirmed as the observed condition of the lupine br ds w/orthcrd would have not contributed to the complained device issue. Based on the findings, the potential cause for the anchor detachment is traced to inappropriate suture tension during insertion. As per the instructions for use; apply tension (approximately 8 lbs.) On the suture lengths to set the anchor in the bone. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: there was no non-conformance regarding this lot.

Event description:
It was reported that during service and evaluation, it was determined that the lupine orthocord device fell apart. It was noted in the service order that the during the surgery, the device detached from the anchor and the anchor was deformed inside the package. It was noted that the device was not used and another device was used to complete the procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.